Event description:
Augmented in 1984 with gel implants. Increasing firmness over the years. Mammogram=poss. Rupture of right implant. In 2004 pt underwent bilateral capsulectomy and implant removal. Implants were intact and not ruptured. Pt augmented with saline implants.